Event description:
When pack was opened, it was noted the scratch pad had duct tape on it. The patient was not in the room. The entire set had to be broken down, causing a delay in start time.

Event description:
When pack was opened, it was noted the scratch pad had duct tape on it. The patient was not in the room. The entire set had to be broken down, causing a delay in start time.